Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
He placed the jada, and it was "unsuccessful." Provider reported the cannister "kept filling with blood" and he had to perform a hysterectomy [device ineffective] no additional ae identified [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas) referring to a female patient of unknown age. The patient's concurrent condition included cesarean section and pregnancy. The patient¿s concurrent conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On 31-mar-2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route for bleeding post cesarean section (postpartum haemorrhage). On 31-mar-2024 (reported as on easter sunday), provider reported that he had a cesarean section patient that had bleed 1500cc of blood, he placed the vacuum-induced hemorrhage control system (jada system), and it was unsuccessful. Provider reported that the cannister kept filling with blood and he had to perform a hysterectomy (device ineffective). The patient sought medical attention. Patient's present status was reported as recovered. Provider reported he thought the patient may have had placental focal accreda and was waiting on pathology report. No additional adverse event (ae) identified (no adverse event) and no product quality complaint (pqc) identified. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued on 31-mar-2024. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.